Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The shaft separation was confirmed. The difficulty positioning and removing of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report, the following additional relevant information was received: it was reported the procedure was to treat a moderately tortuous, mildly calcified 99% stenosed diffuse lesion in the proximal to mid left circumflex (lcx). A non-abbott balloon catheter was used to complete the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough ultra floppy, sion blue. Guide catheter: profit 6fr. Other: guideliner: 6fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that a guideliner and two guide wires were inserted in the guide catheter. When advancing the nc traveler balloon catheter (bdc), over one guide wire, resistance was felt inside the guide catheter due to the second guide wire and guideliner inside the guide catheter. Resistance was also felt when attempting to remove the nc traveler bdc, and the distal shaft separated inside the guide catheter. The devices, including the separated segment were removed together with the guide catheter. There were no adverse patient effects and there was no clinically significant delay during the procedure. No additional information was provided.